Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a heart transplant. Prior to the transplant the pt had issues with hemolysis. The hemolyssis was presented by cola colored urine and reduced hemoglobin. The pt was treated with infusion of packed red blood cells. It was also reported at the time of explanting the pump, tissue was noted over the inflow conduit.

Manufacturer narrative:
The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.